Event description:
Resident found sitting with buttocks on floor, back against side of bed, left arm through upper end of half side rail, and neck between side of bed and side rail, with head (chin) resting through opening at lower end of half rail. Resident without pulse or respirations. No bruising or trauma noted. Unable to determine causative factors. However, question design of rail with opening large enough for head, and rail attachment mechanism loose enough to allow space for resident's neck. Informed distributor of situation. Facility notified of new rail design available.